Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicaps detached from a transfer set. This event occurred during use with patient involvement. These events occurred during a time when a peritoneal dialysis therapy exchange was not occurring. The patient reported that the minicaps were not broken. There was no patient injury or medical intervention associated with this event. No additional information is available.